Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol got stuck in the cartridge and came out twisted. There was no reported impact to the patient. Another iol and cartridge were then used and there were no further problems. Clarification was later provided, stating that the doctor was struggling to push the lens through the inserter. The reporter did not know if the cartridge or the handpiece injector caused or contributed to the event. It is unclear if the lens was inserted into the eye during the event or not.